Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular lead (rv) exhibited noise oversensing. The rv lead was capped and replaced on 7 jan 2022. Patient was stable throughout.